Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation will be rupture, and seroma. This is a known potential adverse event addressed in the product labeling.

Event description:
A patient reported they experienced the events of ¿lumps under her armpits; was told that the lump is a fatty tissue¿, ¿pain on and off¿, ¿implant sits high, but the implants are still placed at where they were put¿, ¿fluid in right breast¿, and ¿possible rupture." The device remains implanted.